Event description:
As reported by the study, 3 1/2 months after percutaneous coronary intervention (pci), 100% in-stenosis was found in the previously deployed stents. After failed recanalization, thrombosis was confirmed.

Manufacturer narrative:
The patient presented to the cardiac catheterization unit with 3-vessel disease. Pre-procedure medications included aspirin 100 milligrams/day (mg/day), statins, aceinhibitors and beta-blockers. Intra-procedure medications included aggrastat and unfractioned heparin. Pre-procedure cardiac enzymes were not checked. The primary indication for treatment was stable angina pectoris. Pci was being performed on a chronic total occlusion (greater than 3 months) de novo lesion in the mid left anterior descending artery of 38mm in length in 2.75mm vessel diameter. The lesion was at a bifurcation requiring double guidewires and with moderate tortuousity of the proximal segment. The (type c) eccentric lesion also had an irregular contour, moderate calcification and with thrombus absent the lesion was pre-dilated with a 2.0x20mm balloon at 12 atmospheres (atm) before two overlapping stents were deployed. A 2.75 x 33mm cypher select plus stent were deployed at 16 atm followed by a 2.75 x 8mm cypher select plus at 10 atm. Both stents were deployed with satisfactory results and there was no post-dilation. Intravascular ultrasound (ivus) was not used. Thrombin inhibition in myocardial infarction (timi) flows were not recorded. Residual diameter stenosis measured 0%. Pose-procedure medications included aspirin 80 mg/day (permanent), clopidogrel 75 mg/day for 12 months, statins and ace inhibitors. Post-procedure cardiac enzymes were not checked. Six month follow-up, telephone contact was made with the patient. The patient was asymptomatic and advised that approx 3 1/2 months after pci, she was admitted to hospital. Coronary angiography was conducted and there was 100% in-stent stenosis of the lad. A pacemaker was implanted 4 days later. Recanalization of the mid-lad was unsuccessful two days later. Lab results showed no signs of infarction with troponin less than 0.03 and ck was 77. However, stent thrombosis was confirmed by angiography. The patient confirmed compliance with anti-platelet therapy. Please note that this product, (lot no. I1106083) is not distributed in the united states. However, it is similar to the us distributed product. It is not available for testing and evaluation. Add'l info has also been requested and will be submitted within 40 days upon receipt. This is one of two products associated with this patient that were reported under the following mfg numbers 9616099-2007-01929 and 9616099-2007-01930.